Manufacturer narrative:
DHR trend summary: the review of all potential trend evaluations for breast implants closed, during the past 12 months. Indicates, that no confirmed complaint trends have been observed, for the event a050401 fluid/blood leak.

Event description:
The device has been explanted.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination on the valve assessed, as adhesive failure. As per the investigation procedure: creases and particles were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, "deflation". This record is for the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported, "deflation". This record is for the right side. Device remains implanted.